Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor, dongyang medical, reported an issue with the 3.5mm poplok suture anchor, item # ckp-3500, lot # 1047419 that occurred on (B)(6) 2020 during a rotator cuff repair involving a (B)(6)-year old male at himplus hospital in (B)(6). It was reported that during the rotator cuff repair, after making a pilot hole using pkl-35m and loaded 3 sutures into the loop and inserted anchor until the depth mark. The surgeon tensioned sutures in the part of tendon, and pushed the trigger to fix the anchor. However, the anchor was pulled out and one of wings was broken. Surgery was successfully completed using ckp-4500 and removed the broken piece using a grasper. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed using a ckp-4500 poplok with a reported 5-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported complaint of device breakage is confirmed. A visual examination of the returned used device ckp-3500, found that the anchor is broken and still attached to the shaft. The shaft is bent, likely, due to excessive force used during case. The device trigger was pressed in. A visual evaluation was performed per assembly print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found found a total of 2 similar events involving 2 devices for this lot number. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 26 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that proper selection and placement of the implant are important considerations in the successful utilization of the device. Breakage of the poplock knotless suture anchor is possible if: a) the bone punch is not inserted to the proper depth. B) the poplock knotless suture anchor is not properly aligned with the pilot hole. C) the poplock knotless suture anchor inserter is used for prying. The IFU also advises the user to avoid lateral loading when inserting the anchor and to maintain proper alignment during insertion and disengagement of the device from the driver. This issue will continue to be monitored through the complaint system to assure patient safety.